Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, r wave amplitude variation, unspecified helix issue and dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, high capture thresholds, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.